Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings: the black box dated from 5/5/2015-5/11/2015. The black box (bb) data from date of complaint has been overwritten. The current bb showed one pump reboot associated with a battery change. The battery cap was unable to fully tighten to the pump, but measured within specifications. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.